Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #334c57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45w reload was returned fully fired with the reload pan bent and partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described could not be confirmed as the reload was received fully fired and no malformed staples were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 334c57, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. Corrected data: e1: initial reporter facility name.

Event description:
It was reported that during an unknown procedure, it was observed that some staples were malformed with irregular shape (with straight leg) after firing. Changed to a new one to complete procedure and used suture to oversew. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 d4: batch # attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: a manufacturing record evaluation was performed for the finished gst45w, with lot/batch number 385c12, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as